Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant that a lead integrity alert (lia) was triggered due to high rate non-sustained episodes and sic (sensing integrity counter) count. The patient had undergone a medical procedure that correlates to the oversensed noise. Review of the implantable cardioverter defibrillator (ICD) memory showed noise on both near and far field egms and was not reproducible with pocket manipulation. Emi was suspected to be caused by the patient¿s medical procedure as the episodes correlate with the time of the patient¿s procedure. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.